Event description:
It was reported the pump alarmed check clutch/plunger level error message. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: tamper seal removed / broken: yes, on bottom case. Physical condition of the device: cracked on right plunger case and bottom case. Reported problem duplicated / replicated: check clutch / plunger lever error was found during occlusion test. What caused the reported (primary) problem: combination of lead screw and both clutch halves were found old, dirty and worn out due to normal wear. Actions / repairs done to correct the reported (primary) problem: replaced lead screw and both clutch halves. Performed pm maintenance and all functional testing. DHR review summary: product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. Root cause is due to the lead screw, left clutch, and right clutch not operating as intended which is attributed to customer use.